Event description:
A pt reported they were seen in ER with symptoms of dizziness. Their meter allegedly was inaccurately high. The result on their meter was 351 mg/dl. The result on the other meter was 146 mg/dl. No valid comparitive results. Treatment was food and/or beverage. No further info has been reported.